Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra meter was reverting to setup mode. The complaint was classified based on the customer service representative (csr) documentation and recorded phone conversation. The patient tests her blood sugar 5-6 times a day and manages her diabetes with insulin (humulin) that is taken based on meter readings. Sometime last week, the patient noticed that the meter was reverting back to setup mode and reportedly decreased 15 units of humalin because she does not know her blood glucose result. At an unspecified time after the meter issue, the patient claimed that she felt weak, sweaty, disoriented and had blurry vision; so she drank some orange juice and took a glucose tablet. It is unknown whether the patient felt better after administering self-treatment. There was no backup device to test her blood glucose with. This was not a new out of box product and there was no meter trauma. The alleged issue reportedly occurred immediately after the batteries were replaced. The csr was able to resolve the issue through troubleshooting. This complaint is being reported due to the following conclusions: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began. The patients products have been replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.